Event description:
It was reported that both normal and system diagnostics resulted in high lead impedance. Furthermore, x-rays were taken and evaluated by the psychiatrist, but no anomalies were noted with the lead. The pt began to have an increase in depression that was not above pre-vns level at the time of the event even though the pt still perceived stimulation and had the same side effect of voice change due to therapy. At the moment, no pt trauma or manipulation was reported that could have contributed to the high lead impedance. Interventions taken at the moment were to program the pt's generator off due to the high impedance event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.